Event description:
It was reported that approximately six years and seven months following the transcatheter bioprosthetic valve implant, the patient was admitted with heart failure due to aortic insufficiency, which was attributed to a failed leaflet on the transcatheter bioprosthetic valve. A pre-balloon aortic valvuloplasty was performed with a 20 mm balloon prior to the initial implant. A second valve was implanted at the same depth as the initial valve. Post-implantation assessment showed no aortic insufficiency, paravalvular leak, or gradient after the second valve was implanted. Additional information was received that the aortic insufficiency was severe.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID: l-evolutfx-2329 (lot: 0012992702); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013013467); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six years and seven months following the transcatheter bioprosthetic valve implant, the patient was admitted with heart failure due to aortic insufficiency, which was attributed to a failed leaflet on the transcatheter bioprosthetic valve. A pre-balloon aortic valvuloplasty was performed with a 20 mm balloon prior to the initial implant. A second valve was implanted at the same depth as the initial valve. Post-implantation assessment showed no aortic insufficiency, paravalvular leak, or gradient after the second valve was implanted.